Event description:
Boston scientific received information that during a device check, this right atrial (ra) lead exhibited loss of capture. An x-ray verified the lead had dislodged. The lead was successfully repositioned. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.